Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing concerns with the infusion set cannula. Pt reported concerns with the cannula including the cannula being obstructed hyperglycemia, allergy, local lesions and secretions. Pt's medical provider is aware and started pt on therapy with antibiotics. Advised pt to use a different batch of infusion set cannulas. No further info is available. Requested return of the alleged infusion set cannula for eval.